Event description:
On (B)(6) 2012: customer states via phone that during an unknown urology procedure the fluoro failed. Physician completed the procedure with the endoscopy camera. No patient information was available. No patient injury.

Manufacturer narrative:
Covidien field service engineer (fse) evaluated system per service manual and found a failed generator atp console board. Fse replaced the console board and verified proper operation per hut service checklist qaarwi4.1. Unit passed checkout procedures. System was returned to full service by customer.